Event description:
Consumer complaint of low blood results. Comparing results to undisclosed handheld meter. Expected blood glucose results is about 120 mg/dl. Back to back blood test performed during call ((B)(6) 2013; 11:05am) with results of 73 mg/dl and 74 mg/dl. Test strip lot MFR's expiration date is 04/24/2015. Recall test results performed from meter memory: 70 mg/dl; 78 mg/dl; 79 mg/dl; 81 mg/dl; 82 mg/dl; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had inaccurate ref. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013.)